Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
Subsequent to the initial medwatch report additional information was received stating: after several scheduled follow-ups with the physician the fragment remains in the patient. The patient was confirmed to be fine. No attempts to remove the fragment is scheduled.

Manufacturer narrative:
(B)(4). Potential causes for difficulty removing the foxcross device include, but are not limited to, interaction with the anatomy, the balloon not being fully deflated, and interactions with the introducer sheath. Without the device being returned, it is not possible to determine a definitive cause in this situation. The subsequent detachment of the distal portion of the balloon was likely due to the withdrawing against resistance without removing the catheter and sheath as one unit, but this can not be verified without the device being returned. The foreign body being left behind was due to the detachment while withdrawing the catheter. As there were no non-conformances or similar complaints reported for this lot, there is no indication of a lot specific quality deficiency. All balloon dilatation catheters are subjected to visual inspection and leak check. In addition, a quality control audit inspection verifies the device to rupture and the integrity of the inner member.

Event description:
It was reported that during a procedure of the jugular vein when the foxcross balloon catheter was being removed from the non-abbott introducer sheath, resistance (friction) was met and a portion of the balloon detached. The detached balloon fragment had the distal marker attached and was found in the left inferior pulmonary artery. It could not be removed and the patient is to come back for retrieval within the month. There was no reported adverse patient effect. No additional information was provided.